Event description:
It was reported that the cutting bit fell off of the bending/cutting pliers. The problem was noted during the equipment assembly. The item was fairly new at the time.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The manufacturing records were reviewed and no irregularities were found. The subject device was received with the carbide cutter missing. The instrument corresponded to the drawings and processes in place at the time of manufacture. Under close examination, it was found that the carbide insert pocket was damaged due to a handling error.